Event description:
It was reported that the cadd pump exhibited a flow rate of 26.2 ml/hour during the safety and performance inspection. The device was tested three times, and each test result was outside the acceptable tolerance range, as the minimum required flow rate was 28.2 ml/hour. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.